Manufacturer narrative:
Additional narrative: power tool evaluation was completed for this device. The reporter's complaint that the bottom of the (004398) small battery drive was jammed was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used in veterinary case, patient information will not be provided. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility reported that during tplo surgery the bottom button of the small battery drive was jamming and the doctor would have to release it manually in order for the drill to stop. It did not just jam once but it jammed few times. Same device was used to complete the procedure. There was no delay occurred due to reported event. Procedure was completed successfully without any harm to patient and without any medical intervention required. There was no human involvement, this was a veterinary case. This is report 1 of 1 for complaint (B)(4).